Event description:
It was reported that the pt had a pocket revision because the pocket site had become uncomfortable due to weight loss. The pocket site was moved down and the pt reported receiving good coverage following the surgery.

Manufacturer narrative:
This is the final report.